Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported issue was reproduced during troubleshooting. To identify cause of the issue more info were requested. Event site name: (B)(6).

Event description:
It was reported that the ventilator had a leakage during ventilation and that ventilation stopped. There was no patient harm. Manufacturer's ref. #: (B)(4).